Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose in the 500's mg/dl. Customer stated that she believes that she is having some issues with the transmitter. Customer went to classes and talked to her doctor. Customer stated that she is having issues with calibrating and with the sensors. Customer stated that some sensors last only 2-3 days. Customer's blood glucose went high in the 500's mg/dl. Customer stated that her sensor value was 384 but her blood glucose was 279 mg/dl on the meter. Troubleshooting was performed and customer was advised to change out the sensor. Customer will return the sensor and be sent a new one.